Manufacturer narrative:
Correction - d9 - date returned to manufacturer of may 17, 2021 should have been included when it was not originally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17813. It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a device upgrade procedure. Prior to the procedure, fluoroscopy was performed where it was discovered that the patient's right ventricular lead had externalized conductors. Some visible insulation damage was also noted on the patient's right atrial lead. Both leads were explanted and replaced during the device upgrade procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in three pieces. Final analysis found that the insulation was externally abraded at 14.6cm to 15.3cm, 17.7cm to 17.9cm, and 40.7cm to 40.8cm from the distal tip breaching the rv cable lumen. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The insulation was also internally abraded at 7.3cm to 9.8cm, 15.2cm to 16.7cm, 18.6cm to 20.1cm, and 34.6cm to 34.8cm from the distal tip.